Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump emitted a high pitched noise. The customer reported that the touchscreen was frozen when the pump turned on. The customer's blood glucose level was 128 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen malfunction could not be verified; however, the shutdown event was verified.